Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on an unspecified device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced loss of consciousness and a seizure and was unable to self-treat. The customer was given 8 vials of glucose at 33% by both a non-healthcare professional and a healthcare professional. There was no report of death or permanent impairment associated with this event.